Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that above 250 mg/dl, follow the treatment advice of your healthcare provider". It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The customer reported that when he activated his pod at 4:39 pm, his blood glucose was 148 mg/dl. At 9:27 pm, it was 460 mg/dl, and at 9:54 pm, it was 417 mg/dl. He called his physician and took an injection with humalog insulin, the deactivated the pod. He reported that the cannula was bent when he removed the pod.